Event description:
The pt experienced a return of symptoms. He was in hospital three times this year. His former clinic informed him that the ins is due for replacement. The pt's current managing physician was monitoring the battery voltage but had not stated if the ins needed to be replaced. The pt status was "good". He was waiting for an appointment with his hcp. Further info is being requested at this time.

Manufacturer narrative:
(B) (4).